Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a cardiac pacemaker implantation. During the procedure, the lead failed to sense, so it was replaced. The patient was in stable condition.